Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2012 and a reservoir was connected to the drain at the pericardium. On (B)(6) 2012, the staff found that the anti-reflux valve had detached and fell into the reservoir. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1227917; batch j1227920.

Manufacturer narrative:
Conclusion: the actual product was received for evaluation. The valve is detached and inside the reservoir. The valve's slit is closed. Information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1227917; mfg date 2012-03; expiration date 2017-03. Batch j1227920; mfg date 2012-04; expiration date 2017-04. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.